Event description:
This is a report of a home patient (hp) who acquired peritonitis after having surgery to repair an anal fistula. After the surgery the hp was diagnosed with a wound infection and later died due to sepsis. Treatment was not reported. Additional information was requested but not provided.

Manufacturer narrative:
(B)(4). Born in (B)(6). Unreported date after surgery. The cause of this peritonitis was undetermined. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.